Event description:
The customer reported generation of false patient results for sodium (na) and potassium (k) involving the au480 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The exact number of patient samples affected is unknown. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate au480 clinical chemistry analyzer. The fse inspected the ise (ion selective electrode) module and noted bubbles in the lines. The fse found ise tubing 4 was perforated. The fse replaced the ise to resolve the issue. Performed verification tests successfully without further issues. No further issues were noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is case-(B)(4).